Manufacturer narrative:
After further review of the complaint, it was determined was filled out incorrectly in the initial complaint.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they were hospitalized for diabetic ketoacidosis with a blood glucose level of 450 mg/dl. The customer did not mention what day and time they were hospitalized. The customer stated that three was a motor error alarm. The customer did not troubleshoot and did not send the product back for analysis.